Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that on (B)(6)2017 they went to charge but noticed the call your doctor icon with a power on reset (por) message. They saw the por on the patient programmer and the recharger. They were able to communicate at the time of the report and they were not getting the por at the time of the call. The patient confirmed that their implant was off and they turned it back on using the patient programmer. The implant had not been on all weekend. They usually charge on saturdays but they noticed the implant had shut off on them and thought that was early. The patient was able to get the therapy screen at the time of the report. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that on (B)(6) 2017, the manufacturer representative reset the patient as she was getting the power on reset on the patient programmer. There were no further complications reported or anticipated.